Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the femoral and popliteal artery. After about 60 seconds of aspiration inside the patient, an error message to "check saline" displayed. The device was reset several times, but after 2-3 attempts to restart the procedure it kept alarming, so the procedure was stopped. The procedure was completed with a different angiojet device. There were no patient complications and the patient condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the femoral and popliteal artery. After about 60 seconds of aspiration inside the patient, an error message to "check saline" displayed. The device was reset several times, but after 2-3 attempts to restart the procedure it kept alarming, so the procedure was stopped. The procedure was completed with a different angiojet device. There were no patient complications and the patient condition was stable.